Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation unique identifier (UDI) # - (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products - femoral head catalog#: 00801803203 lot#: 62772564, unknown femoral stem catalog#: ni lot#: ni, unknown acetabular cup catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a revision procedure approximately four months post-implantation due to dislocation. During the procedure, the cup, liner and head were removed and replaced with legacy zimmer product.